Event description:
The customer reported that the device was displaying the service indicator. Upon evaluation of the device, physio-control observed that there was a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a filter, designator fl4. Physio observed that the solder joints on the filter were broken which left the circuit open and led to the positive portion of the defibrillation output waveform to be missing.